Event description:
Consumer called to report a needle off that happened to their pt when they were injecting insulin into their stomach. Pt was taken to the ER where the needle was surgically removed.